Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's reported complaint has been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.